Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "have you had any customers reporting what appears to be imperfections in the tube ? There are black particles that appear to be imbedded in the plastic? I can send you a picture shortly. We are seeing these in the pst and sst tubes. Sst lot# 9281124. The ¿scratches¿ around the black dot is where we tried to scrape it out with a needle, so the black is impeded in the plastic." 2 occurrences were reported. The pst tube is captured in a another complaint.

Manufacturer narrative:
H.6. Investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the cap color for sst tubes are gold not light green as shown in the picture, furthermore light green caps are not used in the manufacturing site that manufactures material number 367983. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "have you had any customers reporting what appears to be imperfections in the tube ? There are black particles that appear to be imbedded in the plastic? I can send you a picture shortly. We are seeing these in the pst and sst tubes. Sst lot# 9281124. The ¿scratches¿ around the black dot is where we tried to scrape it out with a needle, so the black is impeded in the plastic." 2 occurrences were reported. The pst tube is captured in a another complaint.